Manufacturer narrative:
Additional information: h6. Correction made to b5: it was reported that a homechoice cassette had a loose cap in the sealed packaging. The quantity was previously submitted as seven (7). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassettes had loose caps in the sealed packaging. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.